Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 chemistry analyzer and observed a minor leak in the reference block. The failure mode was determined to be multiple hardware. The fse replaced the roller tubing, ise tubing and reference electrode to resolve the issue. The fse verified system performance. The customer was satisfied, and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1: customer telephone number not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.